Event description:
MFR has been made aware of an adverse event involving a graseby ms16a syringe driver. Hosp informed about an event where a pt received an over infusion of morphine because the setting on the driver was set to 36 instead of 02 mm/hr after servicing of the device. Although the rate was noticed by staff to be at 36mm it was forgotten about and the driver was started at the higher level. It was reported that the driver functioned correctly and that this was a user error. The pt was found 2 hours later with pupils constricted. The pt was given reversing drugs and recovered. The pt later died, but this was reported by the doctors to be of causes unrelated to this event. They do not intend to return the device to co for investigation as they believe the device functioned according to its intended use and specifications.